Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl). Reportedly, the customer is on steroid treatment and has consulted with their health care provider regarding adjustment of pump settings. Customer consumed juice to treat low bg level.